Manufacturer narrative:
The samples were serum or plasma. No other information was provided. Qc prior to and after the event was within the established ranges. The customer provided data from 14 samples. The differences in sodium (na) results for of the samples were within the assay precision claims and are not included. Many chloride (cl) results were within the precision claim of the assay and are not included. Service replaced the carbon bridge and verified performance.

Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously high sodium (na) and chloride (cl) results were generated by synchron lx20 pro clinical system. The erroneous results were not reported out of the laboratory. The samples were rerun after troubleshooting resolved the problem and those results were reported. The patient results are shown. There was no impact to the patient treatment.